Event description:
A 25 gauge trocar from a retinal pack began leaking as soon as it was inserted into the eye. A new trocar was then opened and used to complete the case. The manufacturer sent a return label for the device to be returned for failure analysis.